Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 360cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported experiencing a fever, a hole around the left incision site that was coming apart, an infection of the left breast with implant exposure through the incision site, and a left-sided seroma. As a result, the patient underwent left-sided removal without replacement on (B)(6) 2025, to allow the wound to heal. At a later date, the patient was implanted with a new mentor gel implant on the left side.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection, device extrusion, seroma. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).